Manufacturer narrative:
Analysis of the lead (lot# 0210218942) found no significant anomaly; the lead body conductor was crushed.

Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that low impedances were measured when the implantable neurostimulator (ins) was interrogated post operation. X-rays were done. Troubleshooting was going to be done and a revision was scheduled for (B)(6) 2016. The issue was not resolved at the time of this report. The patient was okay and alive with no injury at the time of this report. On (B)(6) 2016, the manufacturing representative reported the revision was done and the lead was found to be defective. The lead was fixed with a platin-plate and not with a burr hole cap. The lead was replaced. No outcome was reported regarding this event. If additional information is received, a follow up report will be sent.